Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformance's, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, and the patient¿s adverse event of hernia which warrants surgical intervention. While there is no allegation or objective evidence indicating a liberty select cycler deficiency or malfunction caused the event. The liberty select cycler cannot be excluded from having a possible contributory role in the exacerbation of the existing hernia. Therefore, based on the information available, the liberty select cycler cannot be disassociated from the event. Hernias are a well-known potential complication of pd therapy due to increased intra-abdominal pressure. During peritoneal dialysis, the pressure caused can create or exacerbate weaknesses in the supporting abdominal wall structures, and the surgical introduction of the pd catheter also increases the risk of hernia formation.

Event description:
It was reported that a peritoneal dialysis (pd) patient has a right sided abdominal hernia (type not provided) near the pd catheter (not a fresenius product) site. During follow-up, the peritoneal dialysis registered nurse (pdrn), reported the patient¿s hernia (specifics not provided) was present prior to starting pd for renal replacement therapy (rrt). However, the pdrn reported the hernia had ¿gotten worse¿ and was beginning to block the pd catheter. The patient is scheduled for an outpatient surgical hernia repair in approximately 1 week (date not provided). It is unknown if the patient will require hemodialysis (hd) after surgery. Currently the patient continues to perform continuous cycling peritoneal dialysis (ccpd) therapy utilizing the same liberty select cycler.